Event description:
As of 08/08/2008 received three reports involving datascope clear glide endoscopic vein harvesting system. Please see individual summaries below: case #1: date of event: 2008, lot #12654. Description of event: a male having CABG. Tip of cautery cut broke off in extremity. Tip able to be retrieved without additional incision. Case #2: date of event: 2008, lot #12654, description of event: a female having CABG. Plastic end of bipolar broke off during dissection. No injury or additional intervention required. Tip retrieved. Case #3: date of event: 2008, lot #12655, description of event: a female having CABG. Bipolar tip broke off while in use. Bovie piece was retrieved. No injury or additional intervention required.